Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: indication / name of the surgery an the eye. Where exactly was the 4-0 vicryl suture used? Lid op. Which symptoms occurred? Inflammation sytome and granuloma when exactly did these symptoms occur? About two days after postoperative surgery what was done then? Was re-operation necessary? All patients had inflammation, secondary wound healing, that was treated with antibiotic ointments or drops. One patient was reoperated. How is the patient doing now? All patients are well again. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the suture used on? Can you identify the lot number of the 4-0 vicryl mpv494? How was the suture placed (interrupted or continuous)? Were any cultures taken and results? Can you provide the patient age, gender, weight, prior medical history? What post op date was the re-operation? Can you describe the appearance of the suture during second procedure? What is the current condition of the patient?

Event description:
It was reported that a patient underwent eye lid procedure on unknown date and suture was used. The patient experienced inflammation and granuloma approximately 2 days post procedure. The patient was treated with antibiotic ointment or drops. An additional procedure was performed on unknown date. Additional information was requested.

Manufacturer narrative:
(B)(4). An opened box with thirty-one unopened samples mpv494h, lot # ld8cmmb0 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the representative samples, the following was observed: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing. No defects were observed on the packets. The packets were opened and during the visual inspection, the swage and attachment area were as expected, the suture strands were correctly placed on the folders and dispensed without problems. No defects or damaged were observed along of sutures. According to the representative samples condition the assignable cause of the medical - patient related cannot be determined since, no defects were observed on the packets or the sutures the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what tissue was the suture used on? Can you identify the lot number of the 4-0 vicryl mpv494? How was the suture placed (interrupted or continuous)? Interrupted, placed between periosteum and palpebral ligament, subcutaneous . Were any cultures taken and results? No . Can you provide the patient age, gender, weight, prior medical history? Age between 60 and 70. What post op date was the re-operation? 1 week after original surgery. Can you describe the appearance of the suture during second procedure? Slightly eroded, partly purulent. What is the current condition of the patient? Patient is fine.